Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the failures aw-cylinder/tube foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus. The device evaluation found foreign material in the air/water tube and cylinder. There were no reports of patient involvement.